Event description:
It was reported that cartridge alarms occurred during the load sequence. Reportedly, the customer had followed the prompts during the load sequence. Customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.